Event description:
It was reported that the customer experienced elevated blood glucose level (560 mg/dl). Troubleshooting was performed and insulin was not seen being delivered.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.